Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("pain"), autoimmune thyroiditis ("hashimoto thyroiditis"), headache ("headaches") and migraine ("migraine"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, procedural pain and autoimmune thyroiditis outcome was unknown, the headache was resolving and the migraine had resolved. The reporter considered autoimmune thyroiditis, genital haemorrhage, headache, migraine and procedural pain to be related to essure. The reporter commented: discrepancy noted in date of removal: (B)(6) 2019 ( discrepancy noted). Concerning the injuries reported in this case, the following one was described in patient¿s social media: autoimmune thyroiditis, migraine, headaches, bleeding, post-procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received: patient's date of birth, patient demographic, rcc were added. Essure insertion date was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("pain"), autoimmune thyroiditis ("hashimoto thyroiditis"), headache ("headaches") and migraine ("migraine"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, procedural pain and autoimmune thyroiditis outcome was unknown, the headache was resolving and the migraine had resolved. The reporter considered autoimmune thyroiditis, genital haemorrhage, headache, migraine and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: autoimmune thyroiditis, migraine, headaches, bleeding, post-procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event migraine, headaches, bleeding, pain, on 23-mar-2020: follow up received from social media. Reported information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.